Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 - device evaluation:the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: during investigation, the battery compartment was found to have stripped threads. The returned battery cap and the test battery cap were unable to be tightened. The battery cap was stuck. A crack in the battery compartment was found below the grip pad. Correction to serial #. The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed the battery cap is cracked/damaged and will not attach. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
.